Manufacturer narrative:
A document and records review was performed of the reported lot. Documentation assessed included: manufacturing, environmental records, micro, qa audit, operator entry, operator and production line logs, raw material, finished product testing and device history records. This assessment found no anomalies that may have attributed to the reported issue. Consumer returned unused product on (B)(4) 2014 and evaluation is underway. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon contained a black substance which appeared to be mold.